Manufacturer narrative:
The site reported that the deployment of a 9 x 40mm precise pro rx carotid system ¿did not feel right¿. The device was removed without deploying the stent and the procedure completed with another precise stent delivery system (sds) without patient injury. The site reported that the sds had been stored according to the instructions for use (IFU). There was no damage was noted to the product packaging prior to opening it and the site did not have difficulty removing the product from the packaging. The site was unable to provide details as to whether the hemostasis valve was open or closed when they opened the package. The product was inspected prior to use and is reported to have appeared normal and was prepped according to the IFU without issue. When the physician attempted to deploy the stent in the target lesion, they reported that it ¿did not feel right¿ and that they experienced more resistance than usual. The sds was removed without stent deployment. The site was unable to provide details as to whether the stent has been partially deployed or not during these maneuvers. The procedure was completed with another precise sds with no reported patient injury. Attempts to obtain further details regarding the patient and the target lesion characteristics have been unsuccessful. One non-sterile precise pro rx us carotid syst was received coiled inside in plastic bag. The unit was received with partially deployed (1.8 cm) stent. In addition, dried blood residues were observed in the unit. No other anomalies were observed. Functional testing of the deployment process was performed without issue. Dimensional analysis of the usable length found that it was within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ deployment difficulty-partial¿ event was confirmed based on the results of the visual analysis. The cause of the event could not be conclusively determined. According to the IFU, users are cautioned that the device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device¿s removal from the tray. After removing the device from the tray, users are instructed to examine the device for any damage. They are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. They are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. Users are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, procedural factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx us 9 x 40 carotid system stent deployment ¿did not feel right.¿ the stent delivery system (sds) was removed without stent deployment. A different precise stent was used without any reported issue. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that more resistance than usual was met. It was not known if there was any product issue noted at the account after removal of the delivery system or prior to shipping for analysis. The target lesion/target lesion characteristic information is unknown/not available. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for inspection. The preliminary comments indicated that stent was deployed 1.5 cm. On the device. Additional information received indicated that the stent deployment was started at the target lesion but was aborted. No information was available as to how the deployed portion of the stent was recaptured/ sheathed in order to safely remove the device. It was not known if the device hemostasis valve was noted to be open when they opened the packaging. No additional information is available.